Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission identified that the pacemaker demonstrated varying pacing thresholds. No intervention was performed. The patient was in stable condition and will continue to be monitored.